Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized low blood glucose readings, high blood glucose readings, sensor feature inquiry and bolus wizard from the insulin pump. The customer's blood glucose was high as 393 mg/dl and 256 mg/dl. The customer declined to troubleshoot for high blood glucose readings. The customer was assisted with lost sensor and bolus wizard feature. The customer was also hospitalized 5 years ago during the winter time for low blood glucose readings. The customer treated with a glucagon shot. The customer declined to troubleshoot for low readings.